Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2014. According to the complainant, during the procedure, when they pulled out the pusher, the guide catheter detached from the pusher and was left inside the stent. The physician retrieved the broken part of the guide catheter using a rat-tooth forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation found out that the guide catheter and the suture were detached. The guide catheter and the pull wire were bent. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device, therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and directions for use (dfu) showed the device was used according to its label.

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when they pulled out the pusher, the guide catheter detached from the pusher and was left inside the stent. The physician retrieved the broken part of the guide catheter using a rat-tooth forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.